Event description:
The customer reported to olympus that the evis lucera elite colonovideoscope had an insertion section soft tube air leak. The device was returned for evaluation. During the device evaluation, a reportable malfunction was found: foreign object came out of the nozzle, which had been attributed to insufficient cleaning. There was no patient harm reported to olympus. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed. The customer cleaned, disinfected, and sterilized the device before it was sent to olympus. There was no delay in the start of pre-cleaning. The customer flushed the air/water nozzle. In addition to foreign material coming out of the nozzle, the additional evaluation findings are as follows: insertion section soft tube air leaked, operation part angle play, insertion part bent tube angle insufficient, tip part nozzle water drainage failure, tip objective lens adhesive part peeled, tip part lighting lens adhesive part peeled, tip end cover, insertion part curved rubber adhesive part chipped, insertion part curved rubber adhesive part cracked, insertion part curved rubber adhesive part cloudy, insertion part soft tube buckled, insertion part soft tube coating peeled, operation unit angle fe lever-insulation tube cut, operation unit angle ud knob corrosion, operation unit air/water cylinder corrosion, and damage or deformation due to physical stress.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 9610595.

Manufacturer narrative:
This report is being supplemented to provide additional information provided by the customer and to provide additional information based on the legal manufacturer's investigation. MFR report #3002808148 - 2023 - 11419. Patient identifier: (B)(6). Additional information provided by the customer and additional information based on the legal manufacturer's investigation. The device was cleaned, disinfected, and sterilized the product before it was sent in for repair. According to the customer, there was no delay in the start of the pre-cleaning, and the air/water nozzle was flushed with air and water. It was reported to be unknown if the nozzle was cleaned with lint-free cloths/brushes/sponges, if the air/water nozzle was flushed with detergent solution, and if there were no abnormalities in the accessories used for reprocessing. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the remaining foreign material could not be identified since it is unknown if the reprocessing was conducted in accordance with IFU. The root cause of this event was unable to be identified. Olympus will continue to monitor the field performance of this device.